Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the wire in the patient's back had slipped. The patient stated that she went to the healthcare professional to have the ins on her right side implanted because the wire slipped in her back. When patient services asked the patient to clarify the patient replied to just forget about that. Patient services heard the patient's son yell in the background telling the patient to tell patient services the reason she had the thing put in was from the previous one; the patient then replied again with just forget about that. No symptoms were reported. No further complications were reported/anticipated.